Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. After treatment the blood glucose level went up to 110 mg/dl. The customer treated for low blood glucose with glucose tablets. Based on customer¿s report customer did not allege over delivery. The customer was using the insulin pump when low blood glucose event was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported that insulin pump was on auto mode. The insulin pump will not be returned for analysis.